Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 15-feb-2022: date and no patient involvement. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that an acw watch dog failure alarm was experienced.

Manufacturer narrative:
Additional information: event history log identified auxiliary control unit (acu) watchdog and primary audible alarm post in history.